Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the severely tortuous right coronary artery (rca). A rotablator burr was selected for a scheduled rotablator case. The mid rca was very tortuous and initially it was thought that this area would not be treated with the rotablator; however, it was and a dissection occurred. The physician attempted to treat the dissection with a non-bsc stent; however, the stent could not be delivered due to the tortuosity. Five (5) coils were then used to block off flow to the vessel. The procedure was not completed due to the tortuous artery. The patient was not scheduled for another procedure. No further patient complications noted and patient¿s condition was stable.